Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold measurements resulting in loss of capture (loc). The physician alleged the ra lead had dislodged and elected to surgically reposition the lead to resolve the event. The ra lead remains implanted and in-service and the patient was stable with no additional adverse consequences.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold measurements resulting in loss of capture (loc). The physician alleged the ra lead had dislodged and elected to surgically reposition the lead to resolve the event. The ra lead remains implanted and in-service and the patient was stable with no additional adverse consequences.